Event description:
This report is based on information provided by the philips authorized repair facility and has been investigated by the philips complaint handling team. It was identified during bench testing that the mx40 1.4 ghz smart hopping device presented no sound.

Manufacturer narrative:
Testing at the bench, confirmed the cause of the reported problem was a defective speaker. And speaker was defective. The speaker was replaced and operational after repairs were completed. The device was returned to the customer.